Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a frequent alarm catheter restriction alarm. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User was able to intermittently get the pump going again for brief periods. Patient was moving a lot and was on pain medication. User ultimately decided they would just remove the catheter since they were planning on doing it tomorrow. No harm or injury reported.